Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 4328900. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the 16 x 125 mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tubes broke during centrifugation. The tubes appeared creaked when removed from the insert. No injury or medical intervention.